Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds. The lead was explanted and replaced. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2001-(B)(6).

Manufacturer narrative:
Product event summary: the full lead was returned in segments and was analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.